Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in inappropriate therapy. No changes or intervention was reported. There were no patient consequences.

Event description:
Additional information received notes that the patient presented to clinic for follow up. Device interrogation revealed low pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events of inappropriate shock, noise and low pacing lead impedance were confirmed. During electrical testing the lead failed hi-pot test. Destructive analysis was performed and visual inspection found internal insulation abrasion breaching the ring electrode cable lumen under the right ventricular shock coil. The etfe cable coating of one ring electrode cable was abraded in this location. The cause of the reported events was isolated to abrasion of the one ring electrode etfe cable coating under the right ventricular shock coil.